Manufacturer narrative:
Approximate age of device - 0 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on there was no patient involved with this event. It was reported that the white cap on the end of the coring knife in the implant kit was completely stuck. The scrub rn tried to get the white cap off the coring knife for 15 minutes. The rn got the cap off using a wrench and a hammer. Additional information provided on 16aug2018 indicated that the removal of the coring knife cap did not delay the surgery. The scrub nurse was able to remove the cap before the coring knife was needed.

Manufacturer narrative:
The reported event could not be confirmed. The center reported that the white cap on the end of the coring knife was stuck. The scrub nurse attempted to remove the cap for 15 minutes before it was able to be removed with a wrench and hammer. The surgery was not delayed as the cap was able to be removed before the coring knife was needed. The account communicated that the coring knife would not be returned for evaluation as it was disposed of after the implantation surgery.